Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was treated with continuing daily intraperitoneal (ip) injections of tobramycin 40mg and reflin 1gm. On (B)(6) 2010, the patient started treatment with continuing thrice daily ip injections of heparin 1000 iu. At the time of this report, the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.